Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll netherlands and the device performed to specification. The device was recertified and returned to the customer. Reviewe of the device activity logs showed that the user pressed the shock button three times before the device could successfully complete the charge. It's important to note that the customer was using a netech delta 1600 analyer to perform the testing on this device. This is not considered to be a suitable analyzer for testing of zoll AED devices. Analysis for reports of this type has not identified an increase in trend.